Event description:
It was reported that one of the patients trial lead sheared and three contacts remained on the patients body. The patients trial leads were explanted.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6). The returned lead was analyzed and visual inspection revealed that the top three electrodes were separated from the distal end. Electrodes 1-3 were not returned and the cables were exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the lead body damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that one of the patients trial lead sheared and three contacts remained on the patients body. The patients trial leads were explanted.

Manufacturer narrative:
Correction to the initial MDR in blocks b1 and d4.

Event description:
It was reported that one of the patients trial lead sheared and three contacts remained on the patients body. The patients trial leads were explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch:7204643.